Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporter did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following bilateral intraocular lens (iol) implant procedures, her near vision is blurry, as in driving, her intermediate vision is bad, as in using a computer, and her near vision is bad in that she cannot read her telephone texts, books or magazines. There are two medical device reports associated with this patient. This report is associated with the left eye.